Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: tailan nanjing med. Tech. Co. Tailan reported on 19may2023 of an incident with a ncircle tipless stone extractor (rpn: ntse-045065-udh; lot number 14797270). The user detected the basket was broken before use. The user changed to another of the same device to complete the procedure. The device did not make patient contact. The patient did not experience any adverse effects. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned to cook in open packaging labelled with lot 14797270. One basket wire was observed to be broken near the formation tip. Additionally a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the complaint device lot revealed no recorded non-conformances relevant to the reported failure mode. A database search did not identify any other events associated with the reported device lot. A review of manufacturing procedures found controls to be in place, all extractors are inspected for damage and verified to assure the basket opens and closes properly. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU provides the following information: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Important: excessive force could damage device. The information provided upon review of complaint file, device history record, complaint history and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, inspection of the returned device, and the results of the investigation, a cause for the complaint cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during an unspecified procedure, the wires from an ncircle tipless stone extractor basket were found to be broken prior to use. The device did not make patient contact. Another device of the same type was used to complete the procedure. The patient did not experience any adverse effects.

Manufacturer narrative:
E1: address line 2 = (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.